Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported she had an issue with her insulin pump and was in the kitchen fixing that. She felt symptoms of hypoglycemia, so tested, reported the aviva system gave a blood glucose result 70 mg/dl at a time when she had symptoms of hypoglycemia. She went limp about 2 minutes later, which she said does not happen unless her blood glucose is in the 20s mg/dl. She stated she lost the mobility in her legs and arms. Her husband had to help her by putting caramel and honey in her cheeks. Aviva system blood glucose result was 130 mg/dl after she started to come out of it about 20 minutes later. She still had symptoms of hypoglycemia. Strips not available for return, replacement sent.